Event description:
A 3 x 3 v shaped skin tear occurred on resident's (r) calf during a transfer procedure from wheelchair to bath chair. The gatch for the wc foot pedals is suspected to be the causative agent. Foot rests were not used on the resident's wheelchair to encourage independent mobility. The gatch should be designed to swing back or push in when footrests are not used to prevent hitting lower extremities of fragile elderly. Pt subsequently developed cellulitis and required follow-up physician and medical treatment. Protective vinyl covering that wraps around gatch designed by facility.